Manufacturer narrative:
The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "would not advance to test" (device issue). The customer reported the phaco handpiece was plugged into the system. The handpiece would not advance to test. The handpiece was plugged into the second system with the sample problem noted. The handpiece was switched out again and the handpiece primed and turned. The case was completed as planned. There was a 30 minute delay. No pt injury was reported.